Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery (lad). A 7f introducer sheath was introduced. After a 7f jl4 guide catheter was placed, a non-bsc guidewire was advanced to cross the lesion. Subsequently, a 3.00mmx12mm nc emerge® balloon catheter was advanced for pre-dilatation. However, upon inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. Returned product consisted of an nc emerge balloon catheter. There was contrast and blood in the inflation lumen. The balloon was loosely folded. The distal tip was damaged. Microscopic examination of the balloon revealed an 8mm longitudinal tear in the balloon material. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no irregularities in the ro marker that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery (lad). A 7f introducer sheath was introduced. After a 7f jl4 guide catheter was placed, a non-bsc guidewire was advanced to cross the lesion. Subsequently, a 3.00mmx12mm nc emerge balloon catheter was advanced for pre-dilatation. However, upon inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.